Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely tortuous and moderately calcified left subclavian artery. The physician advanced the 4.0x20mm sterling otw balloon to the lesion and inflated the balloon to 12 atms on the first inflation and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a 5.0mmx4.0cm wanda balloon and the deployment of an 8.0x27mm express ld stent. Pt status is reported as "good".